Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was non-profiled. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was non-profiled. A technical support specialist verified the station name and serial number, which needed to be changed to profile mode. The customer requested tss to change the machine from non-profile mode to profile mode. The pharmacist informed the technical support specialist that it had already been turned on. The system functioned as intended after the technical support specialist investigated the issue.